Manufacturer narrative:
(B)(4): evaluation: on (B)(6) 2011, cdm visited the site and reported temp: 70f rh: 50%. Cdm observed doctor successfully treated 2 eyes with intralase. Cdm reviewed importance of having meniscus outside of treatment area (yellow overlay) and rinsing instruments thoroughly after cleaning. The site contact person reported the doctor occasionally uses powdered gloves. Cdm discussed the recommendation of not using them to minimize risk of dlk. Doctor cleanses patient eyes with betadine, uses upper and lower eyelid drapes, inserts wire speculum, lifts flap with (B)(4) intralase flap lifter, performs excimer treatment, repositions flap and dries flap with oxygen. Doctor prescribes patients with pred forte post-op every hour for the first 24 hours, then tapers over a week. It was also reported that no other physicians at center are experiencing dlk. Results: on (B)(6) 2011, the amo field service engineer (fse) visited the site, performed a system verification on (B)(6) 2011 and the intralase fs laser was operating within amo specifications.

Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery. On (B)(6) 2011, the doctor reported to the amo clinical development manager (cdm) during service visit about one (1) case of central toxic keratopathy (diffuse lamellar keratitis) on a female patient's left eye (os). Doctor increased steroid eye drop use with oral medication. No surgical intervention at the time of this report. Patient's os bscva 20/40 at 1 week po with mr (manifesto refraction) plano (0.00) sphere. Patient pre-op bscva 20/20. Site contact stated sterilizers have been serviced recently (steam and gas sterilizers), changes instrument cleaning solution per case, and operative eye drops are discarded daily.